Event description:
A system operator reports a pt with a topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure in the right eye. Pt records indicate at 3.5 months post-op, bcva in the right eye was 20/20, equal to pre-op bcva. Ucva had improved from 20/cf to 20/40. An enhancement was performed to further improve the ucva. At 10 days post-enhancement, this pt experienced a 2 line decrease in bcva in the right eye. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 6/20/2007.